Manufacturer narrative:
Corrected based on additional information. An event regarding a handle that did not stay locked involving a triathlon patella clamp was reported. The event was confirmed. Method & results: device evaluation and results: visual and functional analysis confirmed the reported event. Medical records received and evaluation: not performed as medical records were not provided for evaluation. Device history review: all products were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been other events for this lot. Conclusions: the investigation concluded that a non-functional triathlon patella clamp locking mechanism was caused design issues. Ecn was initiated to allow full and proper engagement of teeth and to achieve the final assembly dimension as determined within ncr. It was determined that product in supplier inventory open purchase orders wip/open, purchase orders non-wip and stryker inventory wip/fg/product in the field shall be used-as-is. The returned device was manufactured before the ecn.

Event description:
Patella clamp would not stay locked while implanting patella.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patella clamp would not stay locked while implanting patella.